Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received the attached user facility report (B)(4) from the intermacs registry. The report indicated that on (B)(6) 2013 an echo showed possible thrombus in the inlet cannula. The patient was treated with dobutamine and heparin. Additional information was received that the patient expired on (B)(6) 2014. The patient was placed on ECMO due to complications of the flu. The pump was reportedly functioning as intending.